Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for investigation. Physical examination of the returned instrument confirmed the dullness complaint. Cutting surface, thus a normal wear by usage, is not as sharp as first use condition. Also during examination, rust was identified on various locations throughout the piece. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following devices were received as blind unit. Product code: 244000568; lot# a0208. Product code: 244000560; lot# s02011158. However, it couldn¿t be associated with a complaint or any other existing record. As a result, this product complaint was created to analyze the returned device from (B)(6). This complaint involves two (2) devices.